Event description:
It was reported that the intraocular lens (iol) haptic was broken. A replacement lens was used to complete the procedure. The lens is not available for evaluation. No further information was provided.

Manufacturer narrative:
Pt. Info.: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.